Event description:
Boston scientific received information that during a routine device follow-up, a fault code during interrogation was exhibited. The fault code reported the device in a safety mode operation. The physician has scheduled the product to be removed from service. No resulting adverse patient effects were reported. Subsequently, the device was explanted with no adverse patient effects reported. The explanted device is intended to be returned for a post market evaluation.

Event description:
--

Manufacturer narrative:
Following receipt of new information, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. Review of device memory identified five faults recorded on (B)(6) 2013. Of note, this family of devices has been specifically designed such that if three (or more) system resets occur within approximately 48 hours, a device will enter safety mode. In addition, just before the faults were recorded, the device recorded messages indicating a magnet had been applied. Based on this information, it is suspected this device was subjected to a strong magnetic field which then resulted in the recorded faults and subsequent safety mode. The device was successfully converted to normal operation. It was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.